Event description:
A customer reported that the microscope head fell off the arm of the scope. The doctor was able to catch the head before it fell on the patient. Clarification was sought and received from the reporter indicating that it was the microscope integrated display accessory that disconnected from the microscope. Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).